Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented rigid tube and scratched objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely poor video image quality is caused due to component failure of charged coupled device. Moreover, the most probable cause of additional malfunctions identified during inspection is traced to component failure of rigid tube and objective lens respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 complete initial reporter establishment name: (B)(6). E1 complete initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor video image quality when connecting to the system. The issue was found during reprocessing. There were no reports of patient involvement.